Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings. The customer¿s blood glucose was ranging from 46 to 56 mg/dl and the sensor glucose was 80 mg/dl at the time of the incident. Customer treated the low readings with food. The sensor will not be returned for analysis.